Manufacturer narrative:
Film evaluation summary: the exact cause of stent severance and bifurcate migration leading to possible proximal type I endoleak cannot be conclusively determined from the single post-implant 3d recon image provided. Pre-implant anatomy information, films at implant, earlier post-implant films, and additional films that showed the events were not returned for review and comparison. The stent graft location at implant was unknown. The image provided showed that a portion of the second stent struts were fractured and were still adhered to the proximal aortic neck. The bifurcate had migrated ~ several cm distal to the fractured stent struts. The aortic neck diameter just above the fractured stent struts appears to be ~ 2 cm wider than the proximal bifurcate od, indicating that the aortic neck may have dilated due to disease progression. In addition, the bifurcate main body to the limbs were angulated ~ 90 deg r-l. It is possible that the aortic neck dilation due to disease progression combined with the acute angulation may have contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT demonstrated that the aneurx stent graft had migrated distally and there is separation of the stent segments from the fabric of the aneurx stent graft. The physician stated that the cause of the event was stent graft migration. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.